Manufacturer narrative:
The product was discarded at the facility by the user. No evaluation can be performed. The lot manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that during a procedure, the cutter did not cut. There was no report of patient impact or injury.